Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.75x38mm stent delivery system catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A 0.014" guidewire was loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-nov 2020. It was reported that advancing difficulties were encountered. The target lesion was located in the tortuous and severely calcified right coronary artery. A 2.75x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device could not reach the lesion despite repeated attempts. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.